Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 (max air) alarm occurred on an amia automated pd system device during peritoneal dialysis therapy. The patient stated they got the same 30176 alarm in two separate set ups that day. These alarms occurred during the initial drain. The patient was connected at the time of the alarms. The patient stated all the bags were connected, nothing was leaking and the drain line clamp was open. The renal therapy service agent (rts) offered to swap out the cycler. The patient refused to swap out at this time. The patient would follow up with the peritoneal dialysis registered nurse. Rts assisted the patient to end the therapy and remove the cassette. Rts was able to capture the cassette information but the patient did not want to save the supplies to return to baxter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.